Event description:
(B)(4).

Manufacturer narrative:
It was reported that the hl 20 displays the error message "safety-s". The device history record (DHR) of the hl 20 (material: 70104.3261, serial: (B)(6) ) for which a customer complaint was received, was reviewed on 2020-09-29. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The reported failure was evaluated by life cycle engineering on 2020-01-17 as follows: there are three main groups of possible causes for the reported failure "safety-s" error message: the safety system board itself is defective and cannot correctly detect or process the incoming signals. An error occurs when transmitting the signals via the control board to the safety system board ("cold" solder joint, defective optocopler). This causes that the safety system board to receive no or incorrect data and therefore triggers the error message. A function of the pump is actually disturbed (e.g. Wrong direction of rotation) and the control system does not detect it in time. This is exactly what the safety system is for. As several faults would normally occur at the same time (malfunction and failure of the control system), this is extremely rare. On the respective boards themselves there are then a large number of possible causes (microprocessors, optocoplers, operational amplifiers, etc.), so that a further summary based on the information from the complaint is not possible without further investigation. Unfortunately, this error message is also one of those where in most cases the malfunction does not occur during the investigation. The identification of the defective component is then not possible. The reported failure "safety-s" error message could be confirmed. The reported failure "safety-s" error message did not happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
Checked the pump and found the problem with safety board was defective. Replaced with new board and tested found working ok. (B)(4).